Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular lead was found to have exhibited over-sensing of noise. Externalized conductors were confirmed via fluoroscopy. The physician elected to monitor the lead. No patient consequences were reported.